Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultramini meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the morning of (B)(6) 2013. The patient manages her diabetes with insulin (type/amount not specified). It is not known if the patient made changes to her usual dose of medications; however, on (B)(6)2013, the patient reportedly took more food and/or drink. On the afternoon of (B)(6) 2013, the patient claimed she felt a symptom of dizzy, blurred vision, headache and nausea. Treatment was not specified at that time; however, on (B)(6) 2013, the patient reportedly visited the emergency room (ER) and obtained blood glucose a blood glucose result of ¿over 500 mg/dl¿ with another meter and a laboratory device. The patient was administered novolog insulin (6 units to 12 units) as treatment. At the time of troubleshooting, the cca noted the correct test strips were being used and there was no indication of misuse. The alleged issue was not resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient claimed she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.